Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she had high blood glucose of 342 mg/dl due to her insulin pump did not delivered the insulin. Customer stated that for the past several weeks the insulin pump did not work correctly. Customer stated that the insulin pump had multiple motor error alarms. Nothing further was reported.